Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was locked because the ip-pc didn´t work. The fse did troubleshooting and found that the ip-pc didn´t worked due to the high temperature. The fse concluded that the problems had been transient. The fse suggested the hospital maintenance to turn on the ac. After the ac was switched on, no more issues were observed and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the ippc failed to boot up successfully. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.